Manufacturer narrative:
Information not available at this time. Investigation ongoing.

Event description:
Report received of a suction oral swab disengagement. Reporter stated a suction oral swab device had been in use on an intubated and sedated (B)(6)-year-old male patient on an unspecified date. Reporter stated that a bite block was not in use at the time of the incident and was not sure whether the patient bit down on the device. The reporter stated that on (B)(6) 2022, the patient coughed up a remnant of the green swab within minutes of the patient being extubated. Reporter stated that it is unknown when the suction oral swab became disengaged. Patient experienced no serious outcome. Involved device was not available for return but a sample from the same lot number is being returned for evaluation. Additional information has been requested.

Manufacturer narrative:
Reporter returned samples from the same lot as the involved device. After evaluation of the returned samples it was noted that all of the suction oral swabs were securely attached and had a presence of glue. Product history records were reviewed, all quality checks performed indicated passing results and all release criteria were met per the product drawing. A labeling review of the finished good was performed. The packaging label includes the following instructions, "do not allow patient to bite down on the oral care tool. Use a bite block if patient has altered levels of consciousness or cannot comprehend commands. Use caution with children and unresponsive individuals. Failure to follow these safety precautions may damage the device and present a choking/aspiration hazard. May not function as intended/potential risk of cross-contamination if device is reused." The root cause of the reported complaint could not be determined.

Event description:
Report received of a suction oral swab disengagement. Reporter stated a suction oral swab device had been in use on an intubated and sedated 28-year-old male patient on an unspecified date. Reporter stated that a bite block was not in use at the time of the incident and was not sure whether the patient bit down on the device. The reporter stated that on (B)(6) 2022, the patient coughed up a remnant of the green swab within minutes of the patient being extubated. Reporter stated that it is unknown when the suction oral swab became disengaged. Patient experienced no serious outcome. Involved device was not available for return but a sample from the same lot number is being returned for evaluation. Additional information has been requested. Additional information received stating the patient was admitted to the hospital following an overdose and was already intubated upon arrival to the itu. The disengaged swab was not visible prior to the extubation which is when the patient coughed out the piece of disengaged swab.